Manufacturer narrative:
It was reported that the set was "unable to lock (unspecified component)". The device was received for evaluation. Visual inspection identified a glued roller clamp. The reported condition was verified. The cause of the condition was related to the assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was unable to be connected to an unspecified component. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.